Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3, rupture.

Event description:
Physician reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on march 27, 2025. With lot number 2293427. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side rupture and capsular contracture baker grade iii. Device has been explanted.